Event description:
The meter displayed the clean test area message. The patient had to go to the hospital several times, where he had to get his blood glucose test taken. The patient medication was changed to metformin 500 mg once a day. There is no information on what the patient's blood glucose reading was in the hospital, whether the patient experienced any symptoms or how long the patient obtained the clean test area message. Customer service was unable to resolve the issue and sent the patient a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.